Event description:
A customer contacted beckman coulter inc (bec) and stated that the bellows was not draining and blood was leaking (5ml) from the top of the bellows on the coulter lh 780 hematology analyzer. The leak was contained within the instrument. The leak appeared to be a whole blood mixed with diluent. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, face protection, and gloves. There was no contact to open wounds or mucous membranes. Medical attention was not sought. The msds was not reviewed by the customer. There is an exposure control plan at the facility. There was no impact to sample results. There was no death, injury or an effect to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) inspected the instrument and found cut in brown stripe tubing in pinch valve (pv 57). The fse replaced the check valve after bellows and cleaned the spill. Pinch valve 57 is associated with probe/needle drain vacuum. The needle bellows may contain diluent, controls, and blood during normal operation, and cleaner during shutdown. Per additional information obtained from the fse via e-mail, dated (B)(4) 2012, the check valve replaced was cv47-b, the first check valve after the bellows. The fse did test the old one with a syringe after removal and found it to be clear. The brown strip tubing had a hole at the pinch valve breaking the vacuum that pulls the waste out of the bellows. Failure mode is the brown stripe tubing thru pv57 which had a hole. (B)(4).